Event description:
Customer received two false positive results on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use with cartridge lot 21622j, cartridge serial number (B)(4) and (b)(64, and cue reader serial number (B)(4). The same day, the customer tested negative twice with a covid-19 rapid antigen tests (brand/manufacturer unknown). The customer tested negative twice with a sars-cov-2 pcr test; test date and brand/manufacturer are unknown. The customer reported they did not have any symptoms.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Cartridge serial number (B)(4): a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Cartridge serial number (B)(4): a technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.